Event description:
It was reported that the insulin pump alarmed no delivery despite multiple set changes. Customer stated that when delivering a bolus it was very slow. Customer mentioned that the alarm was resolved by a complete set change and troubleshooting was not performed. Customer also mentioned that the insulin pump takes a long time to respond to button presses. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.